Event description:
The customer contact reported no flow. The tubing set was to be used to deliver an unspecified volume of an unspecified blood product during an unspecified surgical procedure. The customer contact indicated that during gravity priming using normal saline prior to pt use, no flow of solution was noted. It was reported that the priming solution stopped at an unspecified location in the tubing set and that the tubing set could not be completely primed. The tubing set was replaced and therapy was initiated. Though requested and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.